Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a hernia surgery, the patient experienced wound dehiscence, characterized by the wound not closing completely and occasionally leaking clear fluid, while denying infection. The event was assessed by the investigator as possibly related to the procedure but not related to the study mesh, and by the sponsor as having possible relationship to the procedure and not related to the study mesh. Concomitant medication was administered and the adverse event was resolved.